Event description:
It was reported that a homecare pt experienced multiple problems with the size, fit and placement of three (3), size 6 cfs, cuffless tracheostomy tubes. The info reported indicated that the size and shape of the soft swivel flange affected the cannula positioning in the pt's trachea. The pt reportedly experienced minor breathing difficulties, bleeding, gagging and restricted head movement. The products had reportedly been in use one (1) hour when the problems were detected. Although the causes of the reported event are unk at this time, there was no reported device malfunctions, rough and or uneven material surfaces associated with the involved devices. Pt does have unique anatomical and medical needs that may have caused or contributed to the device experiences. One (1) of the three (3) size 6 cfs devices is reportedly available to be returned to the MFR for indentification, analysis and investigation. As of the date of this report, the involved 6 cfs device has not been received by the MFR.